Manufacturer narrative:
The pump had a blank display due to corrosion on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the low battery, unexpected restart, or reset anomaly due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a new replaced battery cap due to battery not lasting more than 1 - 2 days. It was reported that the issue was not resolved with replaced battery cap. Customer reported that insulin pump experienced a blank screen display and time and date had to be reset. Customer's blood glucose was 16.5 mmol/l. Insulin pump would be replaced.